Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise. The noise was unable to be reproduced in clinic. Programming changes were performed. The patient will continue with regular follow up.